Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of a service finding of a burned u5 chip on the power supply. Therefore, this report will be based on information provided by the technical center. The 700 series scd was evaluated and the customer reported issue was confirmed; the problem was isolated to the destroyed u5 component on the power supply board. The cause of the reported condition was due to component corrosion and damage (br1, c10, and u5) on the power supply board. The power supply board was replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. The 700 series scd was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
Submit date: 05/20/2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer stated the unit has no display. Upon triage on (B)(6) 2016 the unit's power supply's u5 chip was found to be burned.